Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and chronic low back pain. Information was reported that the patient's ins is not staying charged as long as it used to. No further complications were reported. No patient symptoms were reported.